Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had got two consecutive hardware low level failures. Customer¿s blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history file due to broken trace at pin, keypad assembly.